Event description:
It was reported to philips that the system's c-arm was unable to move. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system on site and confirmed that the c-arm could not be moved. Review of the system log file confirmed the malfunction in geo ipc. To resolve the issue, fse recommended to replaced geo ipc and it was replaced by third party. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was correctly updated.